Manufacturer narrative:
The device was received not deployed. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. The pulse width data indicated no timeouts or drive stalls, however rotational sensor malfunction was observed. This malfunction was able to be replicated by pairing the device with a pdm and running a 5u bolus. Inspection of the drive mechanism revealed no abnormalities that would result in the observed malfunction.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.